Event description:
It was reported that the target lesion was located in the left renal artery with moderate calcification and a severe takeoff. The first viatrac plus balloon was advanced for pre-dilatation of the lesion. However, it ruptured during the first inflation at 6 atmospheres (atm). The second viatrac plus balloon was advanced. However, it also ruptured during the first inflation at 8 atm. No resistance was reported during advancement or retraction of either balloon. A herculink elite 5 x 12 x 80 mm stent was then advanced without issue and implanted. The no adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional viatrac plus referenced is being filed under a separate medwatch report.